Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8060953. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8070384. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8070384. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a system explant procedure on (B)(6) 2026 one of the contacts on a lead broke and remains implanted. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead's contact broke.